Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control downloaded the device's electronic records from the event for review and verified there was a loss of power logged during the reported event. Physio replaced the device's batteries due to age and also replaced the battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display of their device failed while they were performing a download. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control downloaded the device's electronic records from the event for review and verified there was a loss of power logged during the reported event.